Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that loss of capture and a drop in sensing was noted via session record. No reprogramming or intervention was done. Patient was physically stable without any complaints.